Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl with large ketones, nausea, polydipsia and polyuria associated with an alleged air bubbles/leak issue. Reportedly, the patient remained on the pump and received phone advice from their health care provider, insulin via injection and ¿other ¿treatment. During troubleshooting with customer technical support, it was noted that there were air bubbles in the tubing. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged issue with air bubbles in the tubing.